Event description:
It was reported that the ilet pump became unresponsive and could not be unlocked or used to change insulin after the touchscreen sustained a crack extending from the bottom right to the top right corner, consistent with a device fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem identified on the touchscreen consistent with a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.